Manufacturer narrative:
Initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within 15 minutes of starting dialysis treatment with a polyflux 170h, the patient experienced chest tightness, asthma, dyspnea, sweating and restlessness. The patient was given oxygen, 10 mg dexamethasone was injected and blood flow rate was decreased. 60 minutes later, the patient condition gradually improved. No additional information is available.